Manufacturer narrative:
Based on the results of the investigation, it was determined that the most probable cause of the complaint was a battery leak condition, causing particles (which are battery acid) to be splashed inside the blister and over the unit. The device history record (DHR) and the non-conformance report (ncr) database and deviation reports were reviewed for incidents related to (B)(4), lot number 11151012 and for incidents related to the detected condition within a 2 weeks period (+/-) from the lot mfg date. No related non-conformances and deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changes were found.

Event description:
It was reported by the account that white flakes were found within the blister package prior to the start of a surgical procedure. There was no pt involvement and no adverse consequences reported due to this event.